Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disk l3-4, l4-5, l5-s1; low back pain; radiculopathy and underwent the following procedures: anterior diskectomy at l3-4, l4-5 and l5-s1; anterior interbody cage placement at l3-4, l4-5, l5-s1; bone graft using rh-bmp/2acs and allograft at l3-4, l4-5 and l5-s1; posterolateral lumbar fusion from l3 to s1; segmental instrumentation, l3 to s1, with pedicle screws and rods; stimulation of screws with nuvasive, total of 8 screws; bone graft posteriorly using local autograft, allograft and rh-bmp/2acs.